Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number:(B)(4). And the event(s) that prompted the transplant could not be conclusively established. The device was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2023. Due to hospital policy, no further information was provided.